Manufacturer narrative:
As reported, sorbafix device did not fixate the mesh. Review of the video shows sorbafix fasteners deployed into tissue, however the video cannot assist in root cause determination as the videos do not show the sorbafix in use. Based on the information provided to date and without having the sample to evaluate, no conclusion can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during laparoscopic bilateral herniorrhaphy procedure, sorbafix enhanced fixation device was used to fixate the mesh on left side after fixating another mesh on right side. It was reported that device got jammed and fasteners fixated in the right side came loose. It was reported that procedure was completed with another device and there was no reported patient injury.